Event description:
It was reported that a merlin.net transmission showed episodes of undersensing due to unlikely timing. The patient was asymptomatic and the physician elected to take no action as he concluded it was unlikely that the exact timing to cause this issue would reoccur. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.